Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is available and corrections required.

Manufacturer narrative:
(B)(4). Initial reporter telephone number - (B)(6). Initial reporter state - (B)(6).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the upper buttocks on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.